Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital pain ('gynecological pain') in a (B)(6) year old female patient who had essure (ess205) (batch no. 623544) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced genital pain (seriousness criteria medically significant and intervention required), genital infection female ("gynaecological infections"), adenomyosis ("adenomyosis"), migraine ("catamenial migraines") and allergy to metals ("nickel allergy") and was found to have fibroma ("fibromas"), 2 years 11 months after insertion of essure (ess205). In 2018, the patient experienced lichen sclerosus ("lichen sclerosus"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital pain, adenomyosis and lichen sclerosus had not resolved and the genital infection female, fibroma, migraine and allergy to metals outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, fibroma, genital infection female, genital pain, lichen sclerosus and migraine with essure (ess205). The reporter commented: patient's current status: adenomyosis and persistent gynecological pain despite removal of the device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of genital pain ('gynecological pain') in a 41-year-old female patient who had essure (ess205) (batch no. 623544 - invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced genital pain (seriousness criteria medically significant and intervention required), genital infection female ("gynaecological infections"), adenomyosis ("adenomyosis"), migraine ("catamenial migraines") and allergy to metals ("nickel allergy") and was found to have fibroma ("fibromas"), 2 years 11 months after insertion of essure (ess205). In 2018, the patient experienced lichen sclerosus ("lichen sclerosus"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the genital pain, adenomyosis and lichen sclerosus had not resolved and the genital infection female, fibroma, migraine and allergy to metals outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, fibroma, genital infection female, genital pain, lichen sclerosus and migraine with essure (ess205). The reporter commented: patient's current status: adenomyosis and persistent gynecological pain despite removal of the device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-feb-2021: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, (concluded batch number is invalid) and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.